Manufacturer narrative:
This supplemental report is being submitted to provide correction and device manufacturing date. Updated fields: g3; h2; h11 corrected fields: e1 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
The customer clarified that the device turned on, and the switch button was green, which confirmed that the power was on. However, the touch screen was black, and the monitor displayed the color bar. During a follow up video call between the user and the field service engineer, there was no problem found with the device; therefore, the customer decided to continue to use it without returning it for evaluation.

Manufacturer narrative:
Correction/additional information to b5, d8, d9 and h11: there was a clarification received and inadvertently left out of the initial submission that further clarified the reported event. Additional information h6: medical device problem code added, and the device was not available for evaluation, this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.